Event description:
During a procedure to treat a left iliac aneurysm, the hypogastric artery was coiled and a gore viabahn® endoprosthesis was advanced retrograde through an 8fr introducer sheath. The physician felt the viabahn device size may be too short and attempted to remove the device from the introducer sheath. During the removal of the device, the proximal edge of the device appeared to catch on the edge of the sheath and began to slightly expand. The device could not be removed through the sheath. The physician performed an arteriotomy to allow the removal of the device. The arteriotomy site was repaired and a 9fr. Introducer sheath was inserted. Two additional viabahn devices were successfully implanted to treat the aneurysm. The patient was fine post procedure.

Manufacturer narrative:
Review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The physician attempted to remove the device back through the introducer sheath. As indicated in the IFU warnings section, "do not withdraw the gore viabahn® endoprosthesis back into the introducer sheath once the endoprosthesis is fully introduced. Withdrawing the gore viabahn® endoprosthesis back into the sheath can cause damage to the endoprosthesis, premature deployment, deployment failure, and / or catheter separation. If removal prior to deployment is necessary, withdraw the gore viabahn® endoprosthesis to a position close to but not into the introducer sheath. Both the gore viabahn® endoprosthesis and introducer sheath can then be removed in tandem."